Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) detected non-reproducible noise on the rate/sense portion of this defibrillation lead leading to numerous episodes of diverted non-sustained ventricular tachycardias. An inappropriate shock was delivered as a result of this noise. Further reported was an alert for rv pacing impedance <200 ohms. However, 355 pacing and 43 shock ohms were recorded upon further testing. No pacing inhibition nor any adverse patient effects were reported. Ultimately the lead was surgically abandoned and the device electively explanted and returned over three months. The lead was later returned for analysis.

Manufacturer narrative:
This ICD was inspected upon receipt at boston scientific's post market quality assurance laboratory. A hole in the df plus and ra ring seal plugs were observed and testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing. This is discussed in boston scientific's product performance report. We have implemented changes to improve seal plug design. In addition, the device's memory revealed a shorted shock impedance of <20 ohms. However, the device passed electrical functions. Therefore, this could suggest that the issue involved the lead itself which was surgically abandoned and not available for analysis. The lead was returned severed 267 millimeters (mm) from the terminal pin. Visual inspection found the trilumen insulation was abraded through to the rs- lumen. Several surface abrasions were also noted. Due to the locations and type of damage, the abrasion was likely caused by lead-on-lead contact coupled with movement. Laboratory analysis confirmed the clinical observation. An insulation abrasion through to the sensing conductor could cause the reported clinical observations.